Manufacturer narrative:
Corrected data: additional information was received with product return stating the za9003 iol was not used just opened; therefore there was no patient contact with the device. Another lens was opened and there was no patient injury. Non-preloaded iol haptic damage with no patient contact is not a reportable event therefore, this event is no longer considered reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the za9003 model intraocular lens (iol) haptic was missing/detached; it was broken out of the package. Extent of patient contact is unknown. No further information is available.